Manufacturer narrative:
(B)(4). The devices are not returning for evaluation; therefore, a failure analysis of the complaint devices cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured on review of the article "haemostasis for (B)(4) large femoral artery access sites-outcomes and predictors of success". The purpose of the study was to evaluate the success of vessel closure at the femoral artery after large hole aortic repair procedures using prostar devices versus surgical repair. It was reported that a single center retrospective study identified 306 patients with (B)(4) access sites who underwent evar (endovascular abdominal aortic repair and tevar (thoracic endovascular aortic repair) over a 50 month period starting on (B)(6) 2005 and ending on (B)(6) 2010. Of the (B)(4) access sites, in (B)(4) hemostasis was achieved surgically and in (B)(4) hemostasis was attempted by prostar xl. Device failure included: sutures were often crossed and trapped by an additional device causing premature tightening of the knot. Clinical outcomes were as follows: failure to achieve hemostasis using the prostar xl device occurred at 23 sites. Five of these patients achieved hemostasis by manual arterial compression and the other (B)(4) were surgically closed. Clinical complications for both closures (prostar xl and surgical): minor hematoma- (B)(4) sites; major hematoma- (B)(4) sites, treated by surgical evacuation; bradycardia- 3 patients. Wound infection- 3 sites (one associated with prostar xl device). Retroperitoneal hematoma- prolonged hospitalization- 1 patient. Pseudoaneurysm- treated by evacuation. Occlusion-treated by endarterectomy, and femoro-femoral bypass in 1 patient.

Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2010 based on study dates from (B)(6) 2005 to (B)(6) 2010. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.